Manufacturer narrative:
This issue was identified as presenting a different failure mode than the one identified in MDR number 9613299-2013-00001. It cannot be proven that the failure on these systems compromises the structural integrity of the component, due to some inaccessible screws. Per engineering analysis of inspected screws this failure does not introduce a hazardous situation. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
During service activity related to a field action, a ge healthcare field engineer found loose screws on the linear bearings. No detector fall event and no injury occurred.